Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The reported issue has been confirmed during evaluation of the received problem description and service report. Device log files were not uploaded. The ventilator was investigated at site by our field service engineer (fse) and found out that the spring of the air gas module's nozzle unit was defective. Please see also the attached picture. After replacement of the air nozzle unit, the ventilator was tested and it passed all functional and safety tests and was cleared for clinical use. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. The replaced parts were not returned for investigation, hence the root cause of the event has not been determined.

Manufacturer narrative:
Device related data quality updates only. A correction of field # d1 brand name, # d4 version or model #, # d4 unique identifier (UDI). D1 - brand name; previous brand name: servo-s, corrected brand name: servo-s base unit. D4 - version or model #: previous version or model #: servo-s, corrected version or model #: 6640440. D4 - unique identifier (UDI)#: previous unique identifier (UDI)#: missing, corrected unique identifier (UDI)#: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator failed internal leakage test with a message 'system volume too small' during pre-use check. There was no patientinvolvement. Manufacturer's ref. #: (B)(4).